Event description:
The facility reported an infusion pump with failure code 812:02. The event was reported to have occurred during biomed testing. The hospital rep stated they have no record of any patient incident involving the pump since the last baxter service event and no patient injury had been reported. Though requested, no additional information was provided regarding patient's demographics, medication involved, or device programming. Although requested, no additional contact information was available.

Manufacturer narrative:
The device has been requested by baxter quality management for evaluation, but has not yet been received. Should the pump be received for evaluation, a follow up report will be filed upon completion of the evaluation or if additional information becomes available.